Event description:
According to the reporter: during total laparoscopic hysterectomy while tying of the vaginal cuff, the device difficult to load. The v-loc reload fell into the abdominal cavity and was retrieved. Used a new endostitch device and a new reload to complete the case. No x-ray was needed, no tissue loss and damage, no surgical extension, no blood loss, no injury to patient. Patient status: alive - no injury

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the biological residue was observed in jaws. Witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was cleared of biological residue and was then loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly. Difficulty was experienced in toggling, loading and unloading the needle in the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. It was found that the pin lock was not centered into the center rod. Functional evaluation was performed and found that toggling could not be performed as the jaws did not fully open. Sima dismantled the device and found that center rod was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of bending or breakage of the center rob and the wrong orientation of the pin lock may occur when the device is not inserted into the needle¿s dlu according to the instructions product or the needle has an incorrect orientation within the dlu, which then causes the necessity for the user to exert excessive force on the toggle level with the handle not fully closed or the needle not correctly parked into the blade¿s slot. The root cause of the observed damage was misuse of the product (handling rough) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.